Event description:
This lv lead was implanted on (B)(6) 2018. A call was placed to technical services on 05/08/2018, stating that this lead was explanted on (B)(6) 2018, due to infection and erosion. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).